Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a pt who underwent bilateral lasik was diagnosed with decreased visual acuity in the left eye, at the six month postoperative visit. Additional information has been requested. Another report is filed for the right eye.